Event description:
It was reported that the biliary stent did not deploy during a procedure to implant a stent in the right subclavian vein. The doctor's approach was through a right arm fistula and the stent was to be implanted for central venous stenosis. It was reported that the catheter went in without any problem and crossed the lesion easily, but as the doctor attempted to deploy the stent, something in the handle would not work. The doctor has been a long time user of the device and is familiar with the system, and reported that it seemed to be related to the handle.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The system was properly fixed in the performaxx grip. The trigger mechanism had been pulled back to the limit stop position. The outer sheath was kinked at the guiding tube and 130 mm from the distal end. The stent was released and enclosed. The inner catheter and the filler material protruded from the tip 141 mm. The reported defect "failure to deploy" could not be confirmed, as the stent was released upon receipt of the sample. The returned device did not show any defects or deviations. For this reason, the reported problem could not be reproduced. The results of the investigation are inconclusive. This application represents an off-label use. The info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.